Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/09/2015. The fse found a cut in the tubing on the diff pump module, which he replaced to resolve the leak. The fse primed the diff reagent, ran startup and some samples to verify normal operation and confirmed all levels of controls within specification. (B)(4).

Event description:
The customer reported receiving no differential (diff) results on a coulter hmx hematology analyzer with autoloader. The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting activities, which resulted in the discovery of a fluid leak of approximately 5ml on the left bottom of the instrument, near the reagent pump. The leak was contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.